Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was hospitalized due to high blood glucose value and diabetic ketoacidosis and the insulin pump had battery out limit alarm. Customer¿s blood glucose value was 230 mg/dl. Customer treated with manual injection. Customer was alleging the pump of under delivery. The drive support cap was normal. Customer performed displacement test and it passed. Customer also had no delivery alarms but was resolved by complete set change. Insulin pump will not be returned for analysis.